Event description:
It was reported that the customer passed away due to diabetes complications. The caller stated that the customer did not eat for the last two weeks of his life. The caller did not know the customer's last known blood glucose reading. The caller agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.